Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that vf episode classified as ventricular lead noise resulting in inhibition of therapy was observed via merlin.net transmission. Oversensing of far p-waves was also observed. No programming changes were made since the device behaved appropriately. Further lead testing was recommended. It was later reported that the asymptomatic patient presented the next day in the clinic for post sensed t wave oversensing on the ventricular lead which was noted on a stored egm. The ICD was reprogrammed successfully.